Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia, the commander delivery system balloon ruptured circumferentially at the end of deployment due to the balloon interacting with a pre-existing mitral valve stent frame. The commander delivery system was removed without issues, and a new commander delivery system was prepped, inserted, and inflated without issues to post dilate the valve. Per report, shockwave was done to treat the left femoral artery, and the patient was noted to have a mitral valve in valve with the thv stent frame protruding into the lvot. Imaging was received by the site, and the sapien 3 resilia ultra valve was observed to have interacted with the mitral 29mm sapien 3 valve. Per imaging review performed, fluoro showed interaction between the tavr balloon and the sapien 3 valve stent in mitral position. It appeared as if the wire went through one of the sapien 3 open cells, and the final images show the open cell of the mitral valve deformed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the facility and reviewed by an edwards proctor, and the following was observed: the guide wire for balloon went through one of the sapien 3 valve's open cells, and the open cell was deformed. In this case, the complaint for valve frame damage was confirmed based on the provided imagery. As such, available information suggests that procedural factors (delivery system balloon interaction with valve frame) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.